Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A (B)(6) male underwent an atl fsd procedure on (B)(6) 2013. During balloon dilatation, the balloon ruptured. Impossible to retrieve the balloon. The distal part of the balloon broke and a part of the balloon remained in the patient, so the surgeon decided to abort and open the artery to retrieve the balloon. He sutured the artery and reintroduced a needle, a stiff wire guide, a new introducer, a luminex stent and another manufacturer's balloon.